Event description:
Customer reported unexpected negative antibody screen on the galileo with a donor sample with history of anti-fya using capture-r ready-screen (pooled), lot n103. Antibody ID testing on the galileo confirmed the anti-fya.

Manufacturer narrative:
A service call was performed and the instrument rois were adjusted. The presence of the fya antigen was confirmed on retention capture-r ready-screen (pooled cells) [crrs], lot n103. Customer returned sample for investigation testing. The sample was nonreactive with crrs (pooled), lot n103. The sample was tested with capture-r ready-screen (I & ii), lot x170 which utilizes unpooled single donors. Moderate reactivity was observed with the fy (a+) cell. The sample was tested by manual tube method with selected fy (a+) and fy (a-) reagent red blood cells and hemantigen (pooled cells), lot 43524 using immuadd as the potentiator. The sample exhibited weak reactivity with the hemantigen (pooled cells) and the fy (a+) cells. The vent appears to be related to the nature of the sample. The package insert for capture-r ready-screen (pooled cells) states "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors."